Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection an external visual inspection of the returned cycler was performed and found no discrepancies. Accelerated stress test (ast) 3 hours simulated treatment was performed and no fluid leak was encountered. No alarms or issues occurred during the test. The system air leak test passed. The patient sensor check passed. The balloon valve actuation test passed .an investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed. There were visual indications of dried fluid on the bottom cover under the pump assembly. The cause of the observed fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that during drain 1 of 4 there was a leak discovered as fluid was seen leaking from the cycler set cassette door. After cancelling the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted on the external cassette and in the pump module area. The patient was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to do manual treatments in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that during drain 1 of 4 there was a leak discovered as fluid was seen leaking from the cycler set cassette door. After cancelling the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted on the external cassette and in the pump module area. The patient was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to do manual treatments in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.